Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s. Sample availability is unknown at this time. Should the sample become available or additional information is obtained, a follow-up report will be submitted.

Event description:
Report received from baxter (B)(6) that an error message occurred during connection with a y set by clean flash. The patient opened the cover of the clean flash, and found that the spike was bare (not connected).